Event description:
It was reported that the device reached normal battery depletion. There was also a warning due to a charge time longer than twenty seconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred long charge time with the original device battery. The device could provide a 35 joule (j) charge within nominal charge time when using an external supply. A battery depletion mechanism such as high current drain was not observed. Battery destructive analysis found no internal battery short. Lithium (li)-severing was observed leading to reduced anode surface area. Review of the save-to-disk data showed an excessive charge time event occurred before recommended replacement time (rrt) and subsequent explant. The excessive charge time resulted from an increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.